Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that there are several alaris lvp and pcu that experience the channel disconnect alarm and several devices have very stiff and difficult to open door latches. The device is so difficult to open that they have had to cut the tubing and send the device to biomed because they could not open the door. No specific devices were provided to me to observe. There as no reported patient impact.